Event description:
The device reportedly displayed dashed lines while monitoring a pt. A backup device was obtained and connected to the pt using the original ECG trunk cable, limb lead set and electrodes. The dashed lines continued to be displayed. The backup device was removed and the original device was reconnected to the pt using a backup ECG trunk cable and limb lead set and the pt's ECG rythm was obtained. There was no adverse effect to the pt as a result of the reported event.